Event description:
Info received indicates all four brake casters are not holding when in brake.

Manufacturer narrative:
The account found the brake steer linkage was broken. The technician replaced the four brake casters and two rocker arms to repair the stretcher.